Event description:
[Redacted] is a [redacted] with [redacted]. [Redacted] presented to the ed with multiple low flow lvad alarms starting around midnight on [redacted] with flows ranging 2.3-2.4l/min. Recent cta from [redacted] read with concern for interval increase in size and extension of known lvad outflow cannula narrowing. [Redacted] is now in the cvicu s/p percutaneous stenting of outflow graft by [redacted] on [redacted]. [Redacted]: or [redacted] percutaneous stenting of outflow graft (2 overlapping viabahn vbx covered stents (11 x 79 mm and 11 x 39 mm) and post-dilation with non-compliant atlas gold balloon 14 x 60 mm. Post stent, flows improved to 4.1l/min and has remained stable. [Redacted] is now on asa 325 mg and warfarin with inr goal inr 1.8-2. Plans to transfer to floor today.